Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this event. Problem: this x-ray system has the fluoroscopy cutting off during pulse fluoro mode. No injuries have been reported on this problem.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report wil be sent to the FDA. Results - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.